Manufacturer narrative:
Device is combination product. Device evaluated by MFR: promus element plus, mr, ous 2.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal end of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30apr2020. It was reported that difficulty crossing the lesion was encountered. The target lesion was located in a left anterior descending (lad) artery. A 28 x 2.50 promus element balloon expandable stent was advanced for treatment. However, during the procedure it has difficulty crossing the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damage with stent struts from the proximal end of the stent were noted to be lifted and pulled distally.